Manufacturer narrative:
Additional information received indicated that the procedure was elective. The prowler 14 select plus microcatheter was inspected prior to use and appeared to be normal. The microcatheter was prepped/flushed properly according to the instructions for use (IFU) with no problems noted. There was no reported loss of access to the target lesion. An adequate/continuous flush was maintained to the micro-catheter at all times. There was no reported product issue with the micro-catheter. All of the coils (complaint products) were inspected prior to use, appeared to be normal and were prepped properly according to the instructions for use (IFU) with no problems noted. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR report # 1058196-2011-00370, #1058196-2011-00371, and # 1058196-2011-00372.

Manufacturer narrative:
During a coil embolization of an aneurysm, after positioning the prowler 14 microcatheter at the target site, when inspecting the 3x4 trufill dcs orbit mini complex fill ((B)(4)) it was noted to be stretched. Resistance was encountered when advancing the second, a 2.5x3.5 trufill dcs orbit mini complex fill, via the prowler 14. The coil was removed successfully from the patient, but was noted to be stretched upon inspection after being removed. Resistance was also encountered during advancement of a 2x6 trufill dcs orbit helical fill and was noted to be stretched upon removal. There was no loss of microcatheter target site position due to the events; however, no other coils were attempted to be inserted through the prowler 14 microcatheter. The procedure method was changed with successful completion of the procedure and no reported patient injury. Prior to use the prowler 14 was inspected and appeared normal. The microcatheter and coils were prepped/flushed according to the instructions for use (IFU) with no other problems noted at this time. An adequate/continuous flush was maintained through the microcatheter at all times and no reported product issue with the microcatheter. The delivery tube of one of the returned devices was noted to be separated. With additional investigation it was reported that the delivery tube of the third coil (2x6) was kinked and after removal from the patient/after procedural use was noted to be separated. (B)(4): the product was returned for inspection. One non-sterile trufill dcs orbit coil was received coiled inside of a plastic bag. The device was inspected and hypotube was broken at 27.5cm from hub; additionally it presented kinks at 9.5 and 25cm, from hub. The introducer was partially unzipped. Embolic coil was stretched and tangled on the hypotube. Just the head piece of the embolic coil was received attached to the gripper. Some waves were noted in the device; however these appear to occur during the handling of the unit when it was returned for evaluation. No other damages were noted. The broken section was inspected under microscope and a kink appears to have occurred before it broke. Gripper and head piece (without embolic coil) were inspected under microscope and presented no damage. The soldered section between headpiece and the coil loops was not fractured indicating that the solder had a good adhesion to the headpiece. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed along with the noted delivery tube separation which appears to be related to kinking prior to separation. Based on the extent of the damage of the returned device, no conclusion can be made regarding the root cause; however, procedural and/or post procedural handling appear to have contributed to the damages on the returned device and possibly the reported insertion difficulty and stretched coil. With review of the analysis and device history records there is no indication of a relationship to the manufacturing process. Additionally inspections are in place to prevent this type of damage from leaving the facility. Therefore, no corrective actions will be taken at this time. This is one of three products used during the same procedure. Please reference MFR. Report # 1058196-2011-00370, #1058196-2011-00371, and # 1058196-2011-00372.

Event description:
The report received from the affiliate indicated that during a coil embolization of an aneurysm, the physician positioned the prowler 14 select plus microcatheter at the target lesion. The physician then inspected the first trufill dcs orbit mini complex fill 3 x 4 coil (complaint product #1) to exhaust, but noted that the coil was stretched. Please note that this product (complaint product #1/(B)(4)) was received for inspection and the delivery tube was noted to be separated at 20 cm. From the strain relief. The physician then attempted to advance the next trufill dcs orbit mini complex fill 2.5 x 3.5 coil (complaint product #2) via the microcatheter but he encountered some resistance/friction during delivery. The coil was removed successfully from the patient but was also noted to be stretched upon inspection after being removed. The physician then used another trufill dcs orbit helical fill 2 x 6 coil (complaint product #3) but encountered some resistance during advancement, removed the product and noted that the coil was stretched also. The physician then changed the procedure method and completed the procedure successfully. There was no reported patient injury.